Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery was found to have decreased from thirteen years in (B)(6) 2024 to ten years in (B)(6) 2024. One non-sustained ventricular tachycardia (nsvt) was recorded from remote monitoring. A request for technical services (ts) review was needed. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery was found to have decreased from thirteen years in july 2024 to ten years in september 2024. One non-sustained ventricular tachycardia (nsvt) was recorded from remote monitoring. A request for technical services (ts) review was needed. No adverse patient effects were reported. Technical services (ts) review of the device data confirmed that the device battery was depleting normally. Ts noted that longevity estimation changes transiently by recent in clinic programmer interrogation. Ts noted that power consumption includes telemetry usage, thus longevity estimation can decrease just after the date of programmer interrogation. Ts noted that the longevity estimation would be back to previously level in a few weeks. The device remains implanted. No adverse patient effects were reported.